Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 3 months after placement of the catheter in the internal jugular vein; the user found that the catheter was leaking. The leakage appeared to be originating from the extension line of the distal lumen, near the junction hib. As a result, the device was removed and replaced, and a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications reported as a result of this issue or occurrence.